Event description:
This MDR is being submitted for the home patient (hp) being connected during prime. The technical service representative (tsr) asked the caregiver (cg) if the patient line was fully primed. The cg stated that it was not yet, so the tsr assisted the cg with the reprime procedure. The tsr asked if the patient line was in the organizer and the cg stated no, the home patient (hp) was connected. Therapy was ended and the cg started over with new supplies. Product surveillance contacted the nurse regarding being connected during prime cycle. The nurse stated that the home patient has been doing fine and has been able to continue therapy ok. The nurse would review proper procedures with the patient. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).